Event description:
It was reported that during a procedure an arthroscopic shaver produced metal shavings. Not all of the shavings were removed. No patient injury was reported.

Manufacturer narrative:
The visual examination of the complaint device revealed galling marks along the inner shaft and metal particulates on the distal tip of inner shaft. The device also failed function testing. The galling marks on the device indicate excessive lateral or "side loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Ascent healthcare solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the bur passed all applicable inspections and tests prior to release.